Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. A review of the device history records was performed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications.

Event description:
As reported (B)(6) 2015, 2014, an in-service education sessions was being conducted for theatre nurses using a acculis system and a demo applicator using a bovine liver. Upon removal of the applicator form the bovine liver, it was noted the applicator tip had detached. As this was a training session, there was no patient involvement. It was reported the disposable device is available for return to the manufacturer for evaluation.

Manufacturer narrative:
The customer's reported complaint description of the tip detaching cannot be confirmed as the sample was not returned for evaluation. Without receiving the device for evaluation, a definitive root cause cannot be determined. A possible contributing factor could have been operational context; i.e. Probe placement into hard tissue or lateral forces on the applicator tip during placement or removal. It was also noted that the failure occurred during in-service education session with a demo applicator. It is unknown how many times the applicator was inserted into a bovine liver. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. See scanned page.